Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that for a couple months they had been getting a little shock wave, but this weekend they were getting shocked right on the bottom of their buttocks on their left side and right in the middle of their spinal cord. Patient said they thought by turning stim up a little bit it would go away, but they could still feel the shocking and it got much worse this past friday/saturday.  The patient was redirected to their healthcare provider to further address the issue.